Manufacturer narrative:
Since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. We would be very interested in examining product that does not meet your expectations and our quality standards. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the actual product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. We appreciate you taking the time to bring this observation to our attention. We regret any inconveniences this incident may have caused you and your facility.

Event description:
No additional information was provided.

Event description:
It was reported that the bd needle sftygld 25x5/8 rb mck was clogged/blocked. The following information was provided by the initial reporter: "the medication does not come out of the needles. Like they are blocked." Verbatim: complaint received via email(s) attached. Rcc received a complaint via email. Email(s) attached. Complaint number (B)(4). Report date 1/23/24 factory/manufacturer bd MFR reorder # (B)(4). Product name needle, sfty 192-n251s preventsg org 25gx1" lot / serial number (B)(6). Product concern the medication does not come out of the needles. Like they are blocked. Customer name: (B)(6). Customer contact/email/phone: (B)(6).